Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the event was unknown. The patient was not hospitalized. On the same day as the event onset, the patient started treatment with injection reflin (once daily; dose, route, and duration not reported) and injection gentamicin (once daily; dose, route, and duration not reported) for peritonitis. Action taken with dianeal therapy and the patient outcome were not reported. No additional information is available.